Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was intermittently responsive. The keypad cover was removed; contamination was also found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/26/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: investigation revealed that the up arrow keypad button was intermittently responsive. All other keypad buttons responded to button presses as expected. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.